Manufacturer narrative:
(B) (4). This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
Reportedly, during a normal scheduled replacement of the pacemaker involved in this MDR report, the physician has noted that the unscrewing of the proximal setscrew went too easy compared to the usual cases. It was reported also that 2 years after its implantation the device was reprogrammed as unipolar configuration due to a high lead impedance of over 3000 ohm measured. As at explantation: the lead was measured with a psa and the measurement of 900 ohm in bipolar configuration was obtained and as the physician considered that the observed high impedance on the device is more likely due to the 1.5v output. He returned the device for analysis to see if the proximal connection was normal.